Event description:
It was reported that during a pneumothorax procedure, the first reload couldn`t be formed perfectly. And then the surgeon changed a green reload and the staple couldn`t be formed at all. Another device was used to complete the procedure. There were no adverse consequences for the patient. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.